Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a reload loaded on the device. The reload was received fully fired and with the knife fully exposed. The knife was returned inside the doghouse without any difficulties and the device was tested for functionality with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following response was received on (B)(4) 2011:(B)(4)

Event description:
It was reported that during a thoracotomy procedure, the knife blade was stuck after firing i.e. Unable to retract the firing knob. The firings went fine, it was reported after which firing this occurred but it was not fired through any other materials e.g. Buttressing or alike. Selected cartridge is unknown. There were no adverse consequences for the patient.